Event description:
Boston scientific cardiac rhythm management (crm) received information that this cardiac resynchronization therapy defibrillator (crt-d) patient has died. Non-capture was observed on the surface electrocardiogram (ECG) in the hospital's telemetry unit, and the pt was rushed to the intensive care unit (ICU). The local field representative had been called to interrogate the device, but was unable to do so successfully due to artifacts created by the patient being transferred. It was noted that the pt had central lines placed earlier, and that fluid was removed from either the lungs or the pericardium. The physician expressed concern that one of the leads may have been 'bumped' or 'moved' by the line placement. The date of death has not been provided to boston scientific crm.

Manufacturer narrative:
Not returned. Access to the pt and device post-mortem was restricted, and as a result, the crt-d was not interrogated. No request to interrogate the device was ever made. The current status of the device and leads is unk.